Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the severely tortuous mid right coronary artery. The physician advanced the 3.0x16mm taxus liberte stent to the lesion and made several unsuccessful attempts to cross. The device was removed from the patient. Upon removal it was observed that the distal edge of the stent was lifted. There were no patient complications. The procedure was completed with a non-bsc balloon and the deployment of a 3.0x18mm non-bsc stent. Patient status is reported as good.